Event description:
Inop noted by nurse. No error code noted by nurse of therapist. Pt being manually ventilated while ventilator changed out. Vent settings: assist control 10, tidal volume 750, fio2 60% peep 5. Biomed findings: error 3.16 eo unit would not pass power up diagnostic test. Pulled the main cpu pcb, cleaned adn tried resetting the ic chips in their ic sockets. Reinstalled the cpu pcb and ran the unit through the slef diagnostic test, unit passed. No further problems. Number of hrs at the time: 25656.